Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) was not infusing. The pump was programed with acetaminophen at 400ml/hr;100ml. It was unknown if a patient was connected at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, f10/h6: medical device problem codes (add code), h6 (update codes), h11. B5: additional information received indicated that the secondary infusion finished on-time and a downstream occlusion (dso) alarm occurred 23 minutes later at which point the pump was shut down. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.